Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold during implant procedure. The lead was removed but not replaced due to patient anatomy. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿high pacing threshold¿ was not confirmed. Final analysis was normal. No anomalies were found.